Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned pt on lower right corner of lip. No medical care was necessary. The analysis of the handpiece did show that the bearings have been gritty and vibrating. The head has been dent at the backup which caused the backup button to stick in sometimes. This caused the backup button to interfere with the bearings. The heating up was reproducible during testing. The user instruction requires a test run before each use and informed that a handpiece mustn't be used if it runs out of specifications. Reported due to the 2 year presumption rule.

Event description:
During a standard treatment an electrical dental handpiece got hot and burned pt on lower right corner of lip. No medical care was necessary.